Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low lead impedance alert on the right ventricular (rv) lead. It was noted to be on the rv tip to rv coil. The lead remains in use. No patient complications have been reported as a result of this event.